Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that the balloon was returned with the stopcock and without the protective sleeve. Further examination revealed a longitudinal tear. The maximum inflation pressure for this balloon is 8 atm. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008- 2798 for a description of the first event. It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure five days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the cre balloon was smoothly advanced through the scope to the lesion in the esophagus. Once inflated to approximately 2 atms, the balloon would no longer inflate. The device was removed from the body, and the same incident occurred with a second cre balloon. The procedure outcome is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.